Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 2.3, lab: 1.5, 1.9. Customer reported high readings on inratio2 vs. Lab on multiple pts with one meter. Reported inratio 2 = 2.6 and higher (exact values not provided); lab values = 1.5, 1.9. Customer did not separate readings per pt. No specific pt info provided. Customer was satisfied and will call back if necessary. Unk therapeutic range.